Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform full functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device was received with broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and cracked case battery tube. Device p-cap / test reservoir does not lock in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose reading at the time of the incident was 54 mg/dl. The insulin pump will not be returned for analysis.